Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that there was moisture and fogginess around edge of insulin pump screen and arrows on keypad. The customer¿s blood glucose level was 156 mg/dl. The customer reported there was fluid under the lcd display. The insulin pump will be returned for analysis.